Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radiofrequency ablation procedure to treat barrett's esophagus, multiple patients experienced lacerations when the device was used. The physician noticed the laceration right after the procedure. No other known adverse events were reported.